Event description:
Per the clinic, the patient reported excessive volume levels when both internal devices were used. As a result, the patient has become a non-user in the right ear. The patient is bilaterally implanted and currently uses his left device successfully. There are no plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.